Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4 and h6. Corrected fields: e2, e3 and g2. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: leak occurred at the universal cord, a-rubber, and biopsy channel and the insertion section had evidence of physical stress applied. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: physical stress was applied to the insertion section while the user was handling the subject device. The physical stress caused malfunction of image sensor unit; as a result, the error message was displayed. The event can be detected by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technical assistance center (tac) was contacted by the customer, and the customer stated that they have a multiple 190 scopes in the room, however the reporting scope had issues. The customer was asked by the tac representative to power unit down and remove the scope and clean contacts with alcohol prep pad. The problem kept persisting. Tac representative stated that they swapped at least two other scopes powering them down before swapping and each worked fine, while the issue with this scope remained unresolved. Tac representative recommended to the customer to return the scope and offered to the customer to transfer him to the national service center and initiate the return material authorization (RMA), and the offer was declined by the customer who indicated that they will initiate RMA later,

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, had no image and displayed error b30 and e216 (scope communication error). The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.